Manufacturer narrative:
A 2000e china sample was not available for investigation; however, the customer indicated the complaint sample was from lot 22026054. The feedback provided by the customer indicates leakage was detected from a recessed smartsite piston which was connected to a luer slip syringe. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22026054 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a very small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported while using a bd smartsite¿ needle-free connector, priming volume 0.11 ml leakage occurred. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the ICU head nurse reported that when the product was ready to be used for inspection, it was found that the product did not rebound, resulting in liquid leakage;